Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that a patient was unable to breathe while using a f20 quietair elbow due to the air was not venting out. The patient reported after he fell out of bed, he went to the hospital and the physician informed him that he had excessive carbon dioxide due to wearing the mask.